Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument and resected the incomplete staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.